Manufacturer narrative:
Initial report sent on: (B)(4) 2009 under MDR number 1717344-2010-00042. (B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked.

Event description:
The customer reported that when using the coag mode on a tumor, there was an 'explosive' phenomenon near an air bubble, causing damage to the tissue. This is one of two identical reports while using this generator. The other is on MFR report # 1717344-2010-00041.